Event description:
It was reported that a red alert was received from this subcutaneous implantable cardiac defibrillator (s-ICD) system for a battery depletion (bd) error code. Boston scientific technical services was contacted and confirmed that the s-ICD battery was exhibiting premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is retained by the patient and is not expected to be returned for analysis.

Event description:
It was reported that a red alert was received from this subcutaneous implantable cardiac defibrillator (s-ICD) system for a battery depletion (bd) error code. Boston scientific technical services was contacted and confirmed that the s-ICD battery was exhibiting premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.